Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:3006705815-2019-04143. It was reported that a csf leak occurred during an implant procedure on (B)(6) 2019. As a result, a blood patch was performed which resolved the issue.